Manufacturer narrative:
Patient information provided. No further issues have been reported since the replacement of the fiber optic transceiver.

Event description:
A medtronic representative reported that, while in a spine procedure, camera communication, touch functionality and display on the rack monitor was lost. The patient was under anesthesia and the first o-arm spin had just been completed. The failures occurred during navigation. Troubleshooting did not restore the images to the monitors, boom and rack. Auxiliary monitors had distorted/stretched image following a re-boot. The surgeon opted to bring in an alternate navigation system and continued the procedure as planned. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not available at time of this report. Rmas issued. Replacement computer shipped to site (B)(4) 2013. Replacement i7 transceiver fiber equipment rack shipped to site (B)(4) 2013. Medtronic investigation of returned suspect transceiver finds that when connected and powered on, no issues were observed. The monitor displayed the correct image, the touch is functional and it communicates with the camera. Camera tracks with green status. Ran the test for 5 days and no issues were observed. Reported issue could not be duplicated. No fault found. Transceiver is fully functional.